Manufacturer narrative:
Device investigation at customer's site is still in progress. A supplemental report will be filed when investigation has been completed. Device investigation not yet completed.

Event description:
Prior to patient use, it was reported that the thermogard xp ivtm console (serial number: (B)(4)) displayed a tcmid: 06 (ce post failure) message. Another thermogard xp ivtm console (serial number (B)(4)) was used to start and complete patient's therapy.

Manufacturer narrative:
The thermogard xp IV system with serial number (B)(4) was returned to zoll (B)(4) for evaluation. The reported complaint of thermogard displaying error message tcmid: 06 was confirmed during event log review and functional testing and was attributed to a faulty cooling engine heater. After the cooling engine heater and damaged parts were replaced, the system passed functional test, where no errors or anomalies were exhibited. The system functions as intended. The reported tcmid: 06 occurred during functional testing; thus confirming the reported complaint. Further investigation found the root cause of the problem was to be a faulty cooling engine heater. Replacing the cooling engine heater remedied the tcmid: 06 error message. Additionally, upgraded the system labels and control display head to current firmware revisions and damaged parts were replaced; the system was functionally tested and calibration test were performed. The system passed functional tests and it verified that the system met all the manufacturing specifications. The system then underwent 6 day burn-in testing, where no errors or anomalies were exhibited. A review of the event log was performed and found several tcmid: 06 (ce post failure) error messages to have occurred on the reported event date; thus confirming the reported complaint. A visual inspection was performed and found the white rollers were worn and the rotor gap was wider. In addition, the screws of the front/rear support brackets and casters were loose. The thermogard xp ivtm system is a reusable device and was manufactured on 2013. Therefore, these type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the system. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp IV system with serial number (B)(4).